Event description:
The reporter indicated that an implantable collamer lens of unknown model and power was implanted into the patient's left eye (os) on an unknown date. Reportedly low vault was observed. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Claim # (B)(4).

Manufacturer narrative:
B5- the reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -6.0/6.0/105 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Low vault was observed. Lens remains implanted. Cause reported as unknown.if additional information is received a supplemental medwatch report will be submitted. Claim# (B)(4).

Manufacturer narrative:
Additional information: the reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -6.0/6.0/105 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Low vault was observed. Lens remains implanted. The problem is resolved and the "patient is happy and will check in a year." Cause reported as unknown. If additional information is received a supplemental medwatch report will be submitted. Claim# (B)(4).